Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased threshold and undersensing could not be conclusively determined.

Event description:
During a follow up, undersensing was noted on the atrial lead and the capture threshold was noted to be high. The device was reprogrammed to resolve the issue and the patient condition was good.

Event description:
During a follow up, undersensing was noted on the atrial lead and the capture was noted to be high. The device was reprogrammed to resolve the issue and the patient condition was good. During a procedure to replace the ICD on (B)(6) 2017, the lead was noted to be dislodged and was capped.